Event description:
A post-op patient being transfused with red blood cells through the device immediately experienced hypotension. Transfusion was stopped, the device was removed and the unit was given without incident. There were no adverse effects once the device was removed.